Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that while harvesting vein the surgeon had an issue with the hemopro 2 device. The harvester stated that the device was working fine at the initial start of case, but after about 10 minutes the device would not activate. Upon inserting the scope, the bisector and connecting the cautery cord to start the safety check the working element became red hot. The thumb switch was manipulated to turn it off but nothing stopped it. The cautery cord was disconnected and it stopped. The surgeon opened another device and it worked according to IFU.

Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000497963 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.